Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via text on (B)(6) 2018 that the insulin pump had a blank display. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. Customer states her insulin pump in the morning kept giving noise, she took battery out and changed battery and will not register, its blank. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Insulin pump received with broken battery tube threads noted. (B)(4).